Event description:
It was reported that during a supply change the connect adaptor did not remain secured to the tubing and could not be attached to the ilet, and replacement of the connect adaptor resolved the issue. Customer care provided support that included troubleshooting and user education conducted by the support agent. Investigation of this case revealed that the initial connect adaptor was not securing as intended, and a new adaptor functioned as expected, indicating a component-level fit or engagement issue limited to the replaced adaptor. No adverse clinical effects during the event reported. Outcomes included no alarms, no alerts, and no need for medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was a device component issue remedied by replacement, with user guidance sufficient to restore normal use.